Manufacturer narrative:
Product event summary:(B)(4) the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the patient was non-compliant with follow up and the device reached end of life and may have had early batter depletion. It was also noted that the device had an electrical reset. The right ventricular (rv) lead was reported with high impedance and no capture due to a fracture. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5071, implanted: (B)(6) 1997; product ID: 4965, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.